Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (hair) was found in the sterile packaging. This event was found on 1 of 100 units (lot# 16027077) received on (B)(4).

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (hair) was found in the sterile packaging. This event was found on 1 of 100 units (lot# 16027077) received on po (B)(4).